Event description:
It was reported that the system had an "interlock failure" displayed after boot up preventing fluoroscopy, (loss of live imaging). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The emergency stop wiring was repaired during the service call. The system was tested and found to be working as intended and put back into service.